Event description:
The facility reported an infusion pump with a failure code 570. Information was not provided regarding whether or not the failure occured during an infusion. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 570 was confirmed by the baxter repair technician, during on site service testing. Inspection of the device revealed potentially depleted main batteries, which were replaced. The device was tested by the repair technician.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.